Event description:
It was initially reported by nurse that the high impedance was received on a recent diagnostics. The pt has had multiple falls since last good diagnostics on (B)(6) 2010. Since the initial report the pt began experiencing an increase in seizures, unk if above or below baseline. X-rays were taken and provided to the MFR. Review of the x-rays provided showed no gross fractures or lead discontinuity visualized that could contribute to the reported high impedance however, as the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The pt underwent full revision surgery in which the lead and generator were explanted and replaced. Good faith attempts to gain more info and the explanted product had been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.